Event description:
The customer stated that he was concerned the meter was reading low-giving readins in the 60's. The caller corrected himself and said the meter was reading 6.0. Customer service had him turn the meter on and found it was in mmol/l. Customer service offered to troubleshoot. The check standard of 106mg/dl was within the 95-115 mg/dl range. Normal control results of 104 and 100 mg/dl were within the 86-116mg/dl range. Customer service also discussed correct technique. The customer did not adjust his medication based on the readinds. Customer service was replacing the customer's meter.